Event description:
The customer contacted beckman coulter (inc) to report a leak from the cartridge chemistry sample probe post performing maintenance on the unicel dxc 600 synchron chemistry analyzer. The customer had replaced all three syringe plungers during the maintenance. The customer also reported bubbles in the cc sample syringe and receiving obstruction detection errors. Customer technical support (cts) advised the customer to wear ppe to tighten the syringe, to clean the sample probe, and to re-prime the instrument, which resolved the issue. No injury or exposure was reported and patient treatment or diagnosis was not impacted by this event.

Manufacturer narrative:
(B)(4).